Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the lead was placed in the right atrium, it dislodged several times after repeated repositioning and screwing. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.